Event description:
Patient had a posterior tilink case performed with the 25mm screw and 5cc osteoflo nanoputty inserted on (B)(6) 2024. The patient then developed an infection after the surgery was performed, time of infection not defined. An explant of the implanted device is scheduled to take place on (B)(6) or (B)(6) 2024.. There was no report of a device or its related components malfunction or failure. It was reported by tj surgeon that due to patient non compliance post surgery (removed the steri strips after two (2) days post surgery) the infection resulted.